Event description:
A customer reported 6 dull knives that could not be used during surgery. The knife was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. A lot history search could not be done because of the info that was provided. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of bluntness is damage to blade. However, it is unlikely that damage occurred during the manufacturing process. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).